Event description:
On (B)(6) 2012, the patient contacted animas and reported that the up arrow and down arrow keypad buttons had a delayed response for several months and the ok button was worn. Reportedly the patient noticed three days ago that the contrast button was peeling off. The patient denied any evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and cleaned the pump with an air duster and moist paper towel. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn from the contrast button to the up arrow key. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. During testing the up arrow, down arrow and ok keys responded as expected. The contrast button was found to be intermittently responsive. The keypad was removed and evidence of contamination was found under the contrast key contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.